Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that their controller says "stimulation is off". Agent reviewed stim on/off button and that stimulation will shut off when implant is too low or at 0% and will have to manually be turned back on. Pt stated the implant has never been below 70% and is at 100% right now. Pt stated they started charging this morning with implant at 70%. Pt does not know if they accidently pressed stim on/off button. Agent walked caller through turning stimulation back on. Agent recommended to monitor the issue and can call back if assistance is needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.